Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the error by reviewing the error log and reproduced the issue by performing a wash prime. The fse replaced the faulty solenoid valve (sv293), tightened all tubing connections and cleaned both wash syringes and the sample nozzle. The aia-2000 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 26may2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-2000 operator's manual states the following: [2242] b/f probe 4 purge failure cause: the overflow sensor failed to detect liquid even after the washer was purged. Solution: air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. The probable cause of the reported issue is due to a faulty wash solenoid valve.

Event description:
A customer reported error message 2242 b/f probe 4 purge failure while operating on the aia-2000 analyzer. The customer attempted multiple primes of the wash, but the error persisted. The customer noted air bubbles in the lines during priming. The customer stated after priming the wash again, the analyzer functioned without any errors. On the next day, the customer contacted technical support and reported seeing air bubbles in all the lines. The customer replaced the reagent filter and noted the tubing connected to all the b/f probes were secure. A field service engineer (fse) was dispatched to address the reported issue. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Device evaluation: the 3-way solenoid valve was returned to tosoh instrument service center for investigation. A visual inspection revealed no shipping damage. The 3-way solenoid valve was placed on the test analyzer and wash prime was performed several times to attempt to replicate the issue. The reported error could not be replicated during the wash prime. Precision test was also performed, and results were within range. Functional testing did not reveal a faulty 3-way valve. The 3-way solenoid valve functioned as intended. The probable cause of the issue could not be determined.